Manufacturer narrative:
Date of event: unknown. Device malfunctioned intra-operatively, only the broken screw shaft remains implanted/embedded. The screw head was retrieved. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a craniotomy for bone flap replacement on an unknown date. During the procedure, while three (3) of the low profile neuro screws were being implanted, the head of the screw broke off. The screw shaft remains embedded in the patient¿s bone. It is unknown if procedure was delayed due to the device breakage. This report is for one (1) low profile neuro screw. This is report 2 of 3 for (B)(4).